Event description:
It was reported that the pump touch screen was cracked and intermittently unresponsive. The customer¿s blood glucose level was 650 mg/dl with small ketones. On (B)(6) 2025 the customer went to the emergency room and was treated with intravenous fluids of saline. Treatment resolved the issue and there was no permanent damage. The customer was discharged from the ER later that same day, (B)(6) 2025.